Event description:
It was reported that a no disposable clamp tubing alarm occurred 1 day after changing the cassette to ta new one. Multiple air bubbles were noticed in the cassette which were not there when the cassette was attached. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.